Event description:
On (B)(6) 2007: the dialyzer (aps-15sa) was used for hemodialysis. Immediately blood pressure decreased (systolic blood pressure: 115=>54mmhg), vomiting, tachycardia, rash and dyspnea occurred. After the onset of these adverse events, oxygen 10l, physiological saline 400ml, dexamethasone sodium phosphate, dextran 40/lactate ringer solution 500ml and dopamine hydrochloride were administered. Then blood pressure recovered and other symptoms disappeared.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s series marketed in us. From the analysis result, it is difficult to conclude there were any abnormalities on performance of the dialyzer and the dialyzer itself. We also reviewed manufacturing records, quality records of lot #07zw13. As a result, no abnormality was found in records. The 10,785 units of this lot #07zw13 were distributed to the medical facilities and no similar event using this lot #07zw13 was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.